Event description:
It was reported that the pt has always had pain and swelling. He doesn't feel 100 percent right. He has difficulty with weight bearing, can't sit or stand for any length in time.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.